Event description:
The user alleged that while using the system there was an inaccuracy issue. The user reported that the registration received was 5.4 (the specification is <10). However, when looking at the CT in the sagital and axial view, the tip of the lg was not in an airway. After troubleshooting the issue, the locatable guide was replaced. A 4.9 registration result was received. The physician proceeded with the case, even though he felt the accuracy was still a little off. Samples were obtained and the case was completed. There was no harm or injury to the pt.

Manufacturer narrative:
As a precaution, two components of the superdimension system, the locatable guide cable and the patient sensor triplet were removed from the system and the site was asked to return them to superdimension for analysis. Additionally, the locatable guide was replaced and will be returned for analysis. Replacement cables were sent to the site. At this time, superdimension has not yet received and or processed the returns.